Event description:
Reporter alleges pt suffers from the following: illnesses, anxiety/depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, getting lost/confused, balance disturbances/vertigo/dizziness, pain &/or burned sensation, elevated cholesterol or triglicerides, chronic pain, heat or cold sensitive, frequent low grade fever, irritable bowel syndrome, substantial hair loss, frequent migraines/severs headaches, lupus, atypical lupus, persistent joint stiffness, chronic swollen lymph nodes under arms, chronic unexplained muscle spasms, unexplained rashes, sun sensitive, unexplained severe itching, numerous moles/freckles, non-restorative sleep, chronic fatigue syndrome, clumsiness/drop things, misjudge distance/run into objects. Reporter also alleges that calcium deposits occurred, two open capsulotomies were performed and pt had rupture, bleeding through envelope and hardness bilaterally.